Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in left anterior descending artery. A 3.0 x 28 mm xience stent was implanted without issue. During post-dilatation with a 2.25 x 15 mm tenku balloon dilatation catheter (bdc), the balloon ruptured at 9 atmospheres during the first inflation. Reportedly, the balloon was not soaked prior to use. The procedure was successfully completed with a new 2.25 x 15 mm tenku bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It should be noted that the tenku coronary dilatation catheter, japan instructions for use, states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.